Manufacturer narrative:
(B)(4) - expiration date: 11/30/2016. (B)(4) - expiration date: 09/30/2016. (B)(4) - expiration date: 09/30/2015. (B)(4) - expiration date: 09/30/2015. (B)(4) - expiration date: 09/30/2016. (B)(4) - expiration date: 01/31/2016. (B)(4) - expiration date:10/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%). This occurred more than once on three particular batteries. (B)(4). The switching events occurred mostly during an activity. The batteries were replaced from stock. There was no impact to the patient.

Manufacturer narrative:
(B)(4) - (B)(4) 2017. (B)(4). The reported event of premature switching could not be confirmed on the returned batteries, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file pertaining to (B)(4) revealed that the smr upgrade was installed on (B)(4) 2016. A review of the data files revealed multiple entries with batteries whose serial number was "(B)(6)." The most likely cause of these false serial number entries can be attributed to a communication error prior to the smr upgrade. Since the controller (B)(6) could not differentiate between batteries with serial number "(B)(6)," it logged multiple momentary disconnections after the smr upgrade was installed. However, these events can be attributed to normal battery exchanges by the patient. This was determined by analyzing the change in cycle count during each of the momentary disconnections and concluding that the battery with the serial ID of "(B)(6)" was exchanged for another battery with a serial ID of "(B)(6)". Additionally, log file analysis revealed multiple entries with a spurious safety alert word (saw) value involving (B)(4) and several batteries with a serial ID of "(B)(6)". These spurious values are most likely due to communication anomalies between batteries and the controller. Failure analysis revealed that (B)(4) passed visual examination and functional testing. Failure analysis revealed that (B)(4) passed visual examination but failed functional testing; the batteries were in a sealed state when an attempt was made to communicate with the internal integrated circuit. This did not affect the capability of the batteries to provide power. There have been instances on pre-smr upgraded controllers where a communication error caused a battery to block access to the serial ID within the battery's internal memory. As a result, the controller will not be able to access the serial ID and will record the serial ID as "(B)(4)". The most likely cause of the "(B)(4)" serial ids are batteries that experienced a communication error pre-smr. An internal investigation is open to evaluate the communication errors between the batteries and the controllers. The reported power switching events could not be confirmed through log file analysis or through bench level testing. Log file analysis, however, revealed multiple communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) returned on: 09/16/2016. (B)(4) - device not returned. The reported event of premature switching could not be confirmed on the returned batteries, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple entries with batteries whose serial number was "0." The most likely cause of these false serial number entries can be attributed to a communication error. Since (B)(4) could not differentiate between batteries with serial number "0," it logged multiple momentary disconnect events. However, these events can be attributed to normal battery exchanges by the patient. (B)(4) was not returned for analysis. Lastly, log file analysis revealed multiple entries with a spurious saw value caused by (B)(4) and batteries with ID "0." These spurious values are most likely due to communication anomalies between battery and controller. Analysis revealed that (B)(4) passed visual examination but failed functional testing due to communication failures which prevented them from communicating firmware data to the testing hardware. This did not affect the capability of the batteries to provide power. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis revealed that (B)(4) passed visual examination and functional testing. Analysis of (B)(4) could not be performed since the device was not returned for evaluation. The reported power switching events could not be confirmed through log file analysis or through bench level testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.